Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia) in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, carpal tunnel syndrome and overweight. Concomitant products included amitriptyline since 2017, cyclobenzaprine since 2017, duloxetine since 2017, gabapentin (gabapentine) from (B)(6) of 2018 to (B)(6) of 2018, hydroxyzine since 2017, ketoconazole from 2016 to 2018, lorazepam since 2017, meloxicam since 2018, methocarbamol since 2017, sertraline hydrochloride (sertline) since 2017, zolpidem tartrate (ambien) from 2017 to 2018 and zolpidem since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2013, the patient experienced alopecia ("hair loss"). In (B)(6) of 2013, the patient experienced dizziness ("neurological conditions or problems type: light headed"). In (B)(6) of 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) of 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2014, the patient experienced insomnia ("other injury or complication insomnia"). In (B)(6) of 2014, the patient experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) of 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) of 2014, the patient experienced pelvic pain ("pain") and back pain ("lower back pain"). In (B)(6) of 2015, the patient experienced nausea ("nausea"). In (B)(6) of 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract /vaginal) type: uti/yeast"). In 2015, the patient experienced fungal infection ("infection (bladder/ urinary tract /vaginal) type: uti/yeast"). In (B)(6) of 2015, the patient experienced hot flush ("hot flashes") and mood swings ("mood swing"). In 2016, the patient was found to have weight increased ("weight gain/loss: weight gain") and experienced anaemia ("blood or heart disoder /condition type: anemia"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse) and musculoskeletal pain ("shoulder pain"). In (B)(6) of 2017, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). On (B)(6) of 2017, the patient experienced depression ("psycholgical or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"), 5 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6) of 2018, the patient experienced urticaria ("rashes or skin conditions type: welts that look like hives / rashes or skin conditions type: hives"). In 2018, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) of 2019, the patient experienced tooth disorder ("dental problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, depression, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, fungal infection, headache, migraine, fatigue, urticaria, alopecia, insomnia, weight increased, anaemia, back pain, abdominal pain, dyspareunia, musculoskeletal pain, anxiety, hot flush, hypertension, nausea, tooth disorder, dizziness, allergy to metals, vision blurred, gastrooesophageal reflux disease and mood swings outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrooesophageal reflux disease, headache, hot flush, hypertension, insomnia, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 275 lbs. Discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2013. Current weight 296 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - in (B)(6) of 2012: total bilateral occlusion tubes were blocked. Ultrasound scan - in (B)(6) of 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- hot flashes, blood or heart disorder/condition type: high blood pressure, nausea, dental problems, neurological conditions or problems type: light headed, nickel allergy, vision/eye problems type: blurred vision, gastrointestinal or digestive system condition type: acid reflux, mood swing. Onset date of event vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, urinary tract infection, alopecia, anxiety, depression, back pain, pelvic pain, urticaria were updated. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, carpal tunnel syndrome, overweight, multiparous, abnormal uterine bleeding, morbid obesity and vaginal bleeding. Concomitant products included amitriptyline since 2017, cyclobenzaprine since 2017, duloxetine since 2017, gabapentin (gabapentine) from (B)(6) 2018 to (B)(6) 2018, hydroxyzine since 2017, ketoconazole from 2016 to 2018, lorazepam since 2017, meloxicam since 2018, methocarbamol since 2017, sertraline hydrochloride (sertline) since 2017, zolpidem tartrate (ambien) from 2017 to 2018 and zolpidem since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dizziness ("neurological conditions or problems type: light headed"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2014, the patient experienced insomnia ("other injury or complication-: insomnia"). In (B)(6) 2014, the patient experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced pelvic pain ("pain") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract /vaginal) type: uti/yeast"). In 2015, the patient experienced fungal infection ("infection (bladder/ urinary tract /vaginal) type: uti/yeast"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes") and mood swings ("mood swing"). In 2016, the patient was found to have weight increased ("weight gain/loss: weight gain") and experienced anaemia ("blood or heart disorder /condition type: anemia"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("shoulder pain"). In (B)(6) 2017, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). On (B)(6) 2017, the patient experienced depression ("psycholgical or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"), 5 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions type: welts that look like hives / rashes or skin conditions type: hives"). In 2018, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2019, the patient experienced tooth disorder ("dental problems"). The patient was treated with surgery (ablation, hysteroscopy dilation and curettage with endometrial biopsy). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, depression, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, fungal infection, headache, migraine, fatigue, urticaria, alopecia, insomnia, weight increased, anaemia, back pain, abdominal pain, dyspareunia, arthralgia, anxiety, hot flush, hypertension, nausea, tooth disorder, dizziness, allergy to metals, vision blurred, gastrooesophageal reflux disease and mood swings outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hot flush, hypertension, insomnia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 275 lbs. Discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2013. Current weight 296 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Tubes were blocked. Ultrasound scan - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received. Reporter information and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, carpal tunnel syndrome, overweight, multiparous, abnormal uterine bleeding, morbid obesity and vaginal bleeding. Concomitant products included amitriptyline since 2017, cyclobenzaprine since 2017, duloxetine since 2017, gabapentin (gabapentine) from (B)(6) 2018 to (B)(6) 2018, hydroxyzine since 2017, ketoconazole from 2016 to 2018, lorazepam since 2017, meloxicam since 2018, methocarbamol since 2017, sertraline hydrochloride (sertline) since 2017, zolpidem tartrate (ambien) from 2017 to 2018 and zolpidem since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dizziness ("neurological conditions or problems type: light headed"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2014, the patient experienced insomnia ("other injury or complication-: insomnia"). In (B)(6) 2014, the patient experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced pelvic pain ("pain") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract /vaginal) type: uti/yeast"). In 2015, the patient experienced fungal infection ("infection (bladder/ urinary tract /vaginal) type: uti/yeast"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes") and mood swings ("mood swing"). In 2016, the patient was found to have weight increased ("weight gain/loss: weight gain") and experienced anaemia ("blood or heart disorder /condition type: anemia"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("shoulder pain"). In (B)(6) 2017, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"), 5 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions type: welts that look like hives / rashes or skin conditions type: hives"). In 2018, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2019, the patient experienced tooth disorder ("dental problems"). The patient was treated with surgery (ablation, hysteroscopy dilation and curettage with endometrial biopsy). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, depression, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, fungal infection, headache, migraine, fatigue, urticaria, alopecia, insomnia, weight increased, anaemia, back pain, abdominal pain, dyspareunia, arthralgia, anxiety, hot flush, hypertension, nausea, tooth disorder, dizziness, allergy to metals, vision blurred, gastrooesophageal reflux disease and mood swings outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hot flush, hypertension, insomnia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 275 lbs. Discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2013. Current weight 296 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion tubes were blocked. Ultrasound scan - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, carpal tunnel syndrome and overweight. Concomitant products included amitriptyline since 2017, cyclobenzaprine since 2017, duloxetine since 2017, gabapentin (gabapentine) from june 2018 to september 2018, hydroxyzine since 2017, ketoconazole from 2016 to 2018, lorazepam since 2017, meloxicam since 2018, methocarbamol since 2017, sertraline hydrochloride (sertline) since 2017, zolpidem tartrate (ambien) from 2017 to 2018 and zolpidem since 2017. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced insomnia ("other injury or complication-: insomnia"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract /vaginal) type: uti/yeast") and fungal infection ("infection (bladder/ urinary tract /vaginal) type: uti/yeast"). In 2016, the patient experienced pelvic pain ("pain"), headache ("migraines/headaches"), migraine ("migraines/headaches"), fatigue ("fatigue"), urticaria ("rashes or skin conditions type: welts that look like hives"), alopecia ("hair loss"), anaemia ("blood or heart disoder /condition type: anemia"), back pain ("lower back pain"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain/loss: weight gain"). In 2017, the patient experienced depression ("psycholgical or psychiatric problems condition: depression"). In 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, depression, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, fungal infection, headache, migraine, fatigue, urticaria, alopecia, insomnia, weight increased, anaemia, back pain, abdominal pain, dyspareunia, musculoskeletal pain and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, insomnia, menorrhagia, migraine, musculoskeletal pain, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Ultrasound scan - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: plaintiff fact sheet received: new event - shoulder pain, anxiety was added. Pt of event rash was updated to urticaria. Reporter's information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, carpal tunnel syndrome and overweight. Concomitant products included amitriptyline since 2017, cyclobenzaprine since 2017, duloxetine since 2017, gabapentin (gabapentine) from (B)(6) 2018 to (B)(6) 2018, hydroxyzine since 2017, ketoconazole from 2016 to 2018, lorazepam since 2017, meloxicam since 2018, methocarbamol since 2017, sertraline hydrochloride (sertline) since 2017, zolpidem tartrate (ambien) from 2017 to 2018 and zolpidem since 2017. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced insomnia ("other injury or complication-: insomnia"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract /vaginal) type: uti/yeast") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract /vaginal) type: uti/yeast"). In 2016, the patient experienced pelvic pain ("pain"), headache ("migraines/headaches"), migraine ("migraines/headaches"), fatigue ("fatigue"), rash ("rashes or skin conditions"), alopecia ("hair loss"), anaemia ("blood or heart disorder /condition type: anemia"), back pain ("lower back pain"), abdominal pain ("abdomen pain") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/loss: weight gain"). In 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, depression, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, vulvovaginal mycotic infection, headache, migraine, fatigue, rash, alopecia, insomnia, weight increased, anaemia, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Ultrasound scan - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: plaintiff fact sheet received, case became incident. Event injury replaced with pelvic pain. New events depression, vaginal bleeding, menorrhagia, uti, yeast infection, depression, rashes, migraines, headaches, anemia, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, insomnia back pain & abdominal pain were added. Concomitant drug and medical history added. Lab data were added. New reporter added. Patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.